Event description:
The customer reported the fluoroscopic image was scrambled effectively eliminating the ability to view a usable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The vortex image processor pcb assembly was evaluated and ordered for replacement. Add'l service info was received which reported that the customer reseated workstation pcb connection and resolve the issue.